Event description:
Customer alleged blood glucose results of 186 mg/dl and 37 mg/dl on the advantage system when testing was performed within 10 minutes. The customer reported having no symptoms and did not treat or act based on the results. No serious adverse event was reported in relation to the alleged malfunction. Request was made for the return of the suspect device and replacement product was sent.